Event description:
Additional information received reported that the patient had a large mass over the implantable neurostimulator (ins). It was noted that the origin and composition were unknown at explant, but it appeared to be a benign granuloma. It was noted that the patient recovered without sequelae.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The patient developed a hematoma that was quite large directly over the ins pocket. This has been present for a ¿long time¿. A revision was going to be done today to move the ins from the abdomen to the buttock. The ins was also going to be replaced. The health care provider (hcp) wanted to return the ins to the device manufacturer. The ins has been overdischarged for a long time. The ins area would get very hot when recharging. The company representative was not aware if the overtemp message ever appeared. The patient was probably unable to recharge due to the size of the hematoma. It was thought that the hematoma has been there since implant or around the time of implant. The company representative reported on (B)(6) 2014 that no diagnostics were performed prior to the revision. The mass over the battery prevented reading or recharging. The mass was removed at revision and it was determined to be a granuloma of unknown origin. The site looked free of infection but a sample of the mass and surrounding tissue was sent to pathology for testing. The ins and 2 extensions were being returned to the device manufacturer for review. The patient was getting good therapy in pacu.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly found. The battery had reduced capacity due to overdischarge. The ins was received with no telemetry (nt). According to the trace report obtained from the ins after a physician mode recharge (pmr) recovery, the total recharge count is 166. The last significant recorded recharge session performed while the device was implanted on (B)(6) 2013. The device was recharged for 1 hour and 4 minutes. The battery charged from 3.710v to 3.840v. The parameter trend diagnostic section of the trace report shows patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2013. A normal recharge was started manually after a pmr at 37°c with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 8 hours and 3 minutes from 2.980v to 4.030v. Heat test results: there is no evidence that suggests the complaint device behaved differently than the control device. No abnormal hotspots were observed from ir images, and thermocouple data closely matched control data. Device analysis for extension (B)(4) revealed no significant anomaly found. The body was cut thru, product was segmented. Device analysis for extension (B)(4) revealed no significant anomaly found. The body was cut thru, product was segmented.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2009 (B)(6); product type recharger product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 39286-30, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.